Event description:
It was reported that the patient's right knee was revised due to pain. Pre-operatively, the surgeon suspected the cause of pain to be femoral loosening and osteolysis due to poly wear, due to lucency seen on x-ray. Intra-operatively, though noted to not be grossly loose, the existence or degree of looseness of the cemented femoral component was not reported to the rep. The poly had no visible wear. Rep is requesting investigation results on the insert, which is allegedly being returned. Patient was revised to a size 4 ps femur with a 5x10 insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Correction: d9/h3 product not returned for this item. Reported event an event regarding loosening involving an unknown cement mix was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain. Pre-operatively, the surgeon suspected the cause of pain to be femoral loosening and osteolysis due to poly wear, due to lucency seen on x-ray. Intra-operatively, though noted to not be grossly loose, the existence or degree of looseness of the cemented femoral component was not reported to the rep. The poly had no visible wear. Rep is requesting investigation results on the insert, which is allegedly being returned. Patient was revised to a size 4 ps femur with a 5x10 insert. Rep confirmed that no further information will be released by the hospital or surgeon.